Event description:
During ercp on (B)(6) 2012, boston scientific product, ultratome sphincterotome, was introduced to through the endoscope. Upon visualization of the sphincterotome on the monitor, it was obvious that the wire at the distal end, was bent/kinked. This equipment was removed from the scope, and another ultratome was used. Reason for use: cannulation of common bile duct/sphincterotomy.